Event description:
We received a medwatch report (mw5086322) and investigated. It was found that the patient came in for a check 1 week after implant and the physician saw out of range thresholds. It was found that the rv lead had dislodged. The patient indicated that she had significant arm movement after the implant. The physician repositioned the lead on (B)(6) 2017 and the lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.